Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on laparoscope inferior duodenum during a laparoscopic radical gastrectomy, the surgeon took the device and operated it in the patient¿s abdominal cavity. They were able to gripped the handle, pressed the green button, and when they gripped the handle again but the grip was unable to grip. They used another device to complete the case. There was no patient injury.